Manufacturer narrative:
Pump error 63 alarm confirmed in the pump history and during self test due to broken trace.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated before the insulin pump had hardware low level failures alarm. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Perform self test and test result was passed. Customer reported that the alarm in alarm history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.